Event description:
During the initial implant procedure, the physician experienced difficulties connecting the right ventricular (rv) lead to the header of the device. Once connected, a loss of capture was observed on the rv lead. An attempt to remove the rv lead from the header of the device was made, however, the rv lead was unable to be removed. Both the rv lead and device were explanted and replaced in order to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of difficult insertion of the rv lead, failure to remove lead from header, and failure to capture were not confirmed. As received, a complete lead was returned in one piece. The lead was tested with a device header and was able to be inserted and removed with no anomalies noted. The connector pin, connector ring, insulation adjacent to the front sealing ring and the connector boot diameters were measured and were found to be within specification. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.